Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint; possible intermittent issue with the flow control valve. The unit was restarted and the failure did not reoccur. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to initiate mechanical ventilation during preuse testing. Mechanical ventilation was operational after the bag/vent switch was toggled. There was no report of patient involvement.